Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully closed and slightly over captured. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. A buckle in the capsule was observed at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the reported event indicates difficulty loading the valve with the delivery catheter system (dcs) and compression loading system (cls) and a "crimping issue" was identified during the fluoroscopic loading check. The fluoroscopic load check images were not received for review. The dcs and cls were returned for analysis. The dcs was received with the capsule slightly over-captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. A buckle was observed at the proximal end of the capsule. Capsule buckle can occur due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. The crimping issue reported in this event may be describing a valve misload. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut pro+ instructions for use, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the misload prior to introduction to the patient. Additionally, the reported information shows a l-evprop2329us and a d-evprop2329us (a pro+ ls and dcs) was used with an evolutpro-29-us valve. The evolut pro+ instructions for use, contains instructions on the device compatibility. The l-evprop2329us and d-evprop2329us models are compatible with evproplus-29us valve. The valve and dcs were replaced prior to contact with the patient. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve with this delivery catheter system (dcs) and compression loading system (cls), the valve did not properly crimp into the loading system. The crimping issue was identified during the fluoroscopic loading check. It was initially reported that the loader was not sure if this was a product issue or a loading issue. It was reported on a later date that the event was a loading issue. The valve and dcs were replaced prior to contact with the patient. The replacement transcatheter bioprosthetic valve was implanted without issue. No adverse patient effects were reported.